Manufacturer narrative:
The automated impella controller was returned and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The user facility reported a patient of unknown demographics in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. Following the impella explant staff tried to pull out purge disc and it was discovered the blue disc holder was broke. The patient expired after the explant. There was no association between impella use and outcome.

Manufacturer narrative:
The investigation for the reported console purge disc/flag issues has been completed. The console was returned for evaluation. The logs were not relevant to the reported issue. The console was evaluated and it was confirmed that the purge disc retainer had broken off on the console. The root cause of this issue was a broken purge retainer. D4-updated model number. In accordance with updated procedures, section d2 has been revised from the initial submission.